Manufacturer narrative:
The insulin pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, a21 error test, displacement test, basic occlusion test, occlusion test, prime/a33 test, rewind test and excessive no delivery test. However, the insulin pump was received with intermittent button response on the act, esc, up and down buttons due to flattened dome switches. No unlocked electrical keypad connectors were noticed during visual inspection. The insulin pump was received with no battery installed. The insulin pump was received with scratched case, scratched reservoir tube window, cracked reservoir tube lip, scratched keypad overlay and minor scratched lcd window. Data analysis: there was no data listed for the dated of (B)(6) 2017 due to the pump being received without an installed battery.

Event description:
It was reported that the customer passed away in a hospital on (B)(6) 2017. The cause of death was heart attack. The caller stated that the customer had heart disease and, while in the hospital, he had pneumonia. The caller did not know the customer's blood glucose at the time of death. The customer was wearing the insulin pump at the time of death, however, it was removed by the emergency room staff after admission to the hospital. The caller agreed returning the insulin pump for analysis. Please see section for analysis results.

Manufacturer narrative:
.